Event description:
It was reported that a tibial articular surface provisional shim instrument was found to be disassembled and missing the ball bearings. There was no patient involvement and no adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h3; h6; h9; h11. A visual inspection of the returned item found it to exhibit signs of repeated use (nicked / gouged) and has one of the ball components disassembled/missing. The missing component was not returned. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Device history record was reviewed and no discrepancies related to the reported event were found. Investigation results concluded that the reported event was due to a previously addressed design issue. Complaint sample was evaluated and the reported event was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.